Manufacturer narrative:
The device was returned for analysis. The reported stretched stent and the reported activation failure was unable to be replicated in a testing environment due to the condition of the returned device. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint handling database identified no other similar incidents from this lot. As there was no damage noted to the device during the inspection prior to use, it is possible that during stent implantation interaction with the heavily calcified, moderately tortuous and 50% stenosed anatomy and/or pre-dilatation was not enough causing the stent to stretch/elongate; however this cannot be confirmed. The investigation determined a conclusive cause for the reported stretched stent cannot be determined. During removal it is likely the tip of the device got caught on the deployed stent resulting in the noted kinked tip lumen and the noted tip jacket separation resulting in the stent inadvertently being pulled into the guiding sheath; thus resulting in the reported activation failure. Based on the reported information and results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
Subsequently, device analysis identified that the tip jacket was separated from the base of the tip. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that the procedure performed was to treat a de novo, heavily calcified, moderately tortuous left superficial femoral artery that is 50% stenosed. Access to the lesion was via ipsilateral antegrade approach and predilated with an unspecified 7mm balloon. During deployment of the 7.0x60mm supera peripheral self-expanding stent (ses) over a 0.014 guide wire, elongation occurred. It was believed the stent length exceeded the selected size, the second lock was released and the stent was implanted. During removal of the supera system, the stent was inadvertently pulled into the guiding sheath, ultimately removing both the guiding sheath and stent. A non-abbott stent was used to complete the procedure. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.